Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they have been going through some issues with the implant pressing down on their bladder and part of their rectum because the implant was implant on their right hip. Patient stated that at night a lot of times scs makes them end up going to the bathroom and peeing on themselves and they can feel the pressure on them. Patient confirmed the stimulation is on at night and they keep it on all day. Patient mentioned that they don't have a whole lot of meat back there and the implant was protruding out on their right hip. When asked for the event date, patient stated it's been going on for about 4-5 months for the implant protruding but the part where the implant was pressing down on their bladder now started about 2-3 weeks ago. Agent asked and patient mentioned they tripped and fell close to the implant because they were swollen all the way across their lower part of their back which they went to the hospital for. Age nt reviewed role of medtronic rep and provided nas number. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they were supposed to have x-rays and they were waiting to hear back to have the x-rays. Patient called back in and stated that the hcp redirected back the patient to medtronic to set an appointment with mdt rep. Agent reviewed rep's role. Agent redirected the patient back to hcp and provided the nas number.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.